Event description:
It was reported that the patient received large amount of inappropriate shocks. A decrease in sensing was observed. During the surgical procedure, it was noted that the lead was not fixated. The lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.